Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of thrombus was reported in a procedure where the versacross rf wire and versacross transseptal sheaths were used among other devices, including the carto ablation catheter and lasso catheter (biosense webster). The thrombus was observed on the septum after the second transseptal with the versacross rf wire and versacross transseptal sheath. Herparin drip was increased and the procedure was aborted after a 40-minute delay. The patient was monitored overnight and discharged on (B)(6) 2021 with no issues. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Separate problem reports have been submitted for the versacross transseptal sheaths with report numbers 9710452-2021-0018 and 9710452-2021-0019.